Manufacturer narrative:
Brand name: collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Results: visual inspection of the returned product showed the lens was received dry, the optic was torn and a haptic plate was torn off and missing. (B)(4).

Event description:
The customer reported the trailing haptic of the +25.5 diopter cc4204a collamer single piece lens was torn off during insertion. The lens was removed and another same model/diopter lens was implanted without any patient injury. The reporter stated the event was likely due to loading error since the facility was training new techs.

Manufacturer narrative:
Method - (process evaluation): device history record review. Results - (evaluation result): based on the results of the DHR review, the available information given within this complaint, product evaluation, and work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The root cause of the complaint is user error (inexperienced health care professional) due to loading error. (B)(4)

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, trailing haptic tore off during insertion requiring intraoperative lens removal/exchange. Incision was not enlarged and no other tissue damage was reported. Iol of a same model and diopter was implanted successfully. No reported postoperative sequelae. According to the report, dated on 1/22/2015, the nurse stated the event was caused by user error (new technician in training) during loading. Claim # (B)(4).